Manufacturer narrative:
Due to chaaracter limit in the e1 section the full event site name is (B)(6). User called for gas loss alarm. He stated the pump was not currently alarming because they had used the help screen. Esp team verified with paul there was no blood or discoloration in the helium tubing. Esp team explained to him how to correct the alarm if it should happen again: confirm there is no blood or discoloration in the tubing, press iab fill, press start, and then check for blood in the helium tubing again. Paul and esp team reviewed the nature of this alarm and different clinical possibilities. He stated the patient was ventilated with a peep of 10. Esp team explained the alarm was most likely cause by the rise in intrathoracic pressure due to high peep. Esp team gave him my direct contact information and encouraged him to call me should this alarm go off several times in an hour so we could troubleshoot it together. Paul was very appreciative of the assistance. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occured during cardiosave intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.